Manufacturer narrative:
The exact implant date was not available, therefore the date (B)(6)2022 was used as estimate, as it was reported that the device was implanted three years ago.

Event description:
It was reported that this artificial urinary sphincter (aus) cuff was not closing properly because it was too large; therefore, a surgical procedure was performed to remove and replace the device. There were no patient complications.